Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels above 400 mg/dl that did not decrease after an unspecified duration of pod wear on the abdomen, prompting a visit to the emergency room. The patient was unable to recall the date of the medical visit. No symptoms were reported. According to the patient, the diagnosis provided at the emergency room was hyperglycemia, and treatment included administration of insulin. The patient further stated that when their blood glucose begins to rise, they self-administer 10 units of insulin by syringe instead of using the correction bolus feature on the omnipod system.